Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.

Event description:
The customer reported the system exhibited a precharge error. This error will preclude the system from booting up. There is no report of patient injury or death.